Event description:
The surgeon was handed 9-0 prolene but the characteristics were atypical for 9-0 prolene. "It felt like nylon." Per the surgeon: "it´s handling characteristics were atypical for 9-0 prolene. It felt more like nylon. I turned up the room lights and it looked darker than prolene. I checked the package and confirmed it to be 9-0 prolene by labeling. Not trusting the package, I asked the circulating nurse, to send the unused portion of the suture and the box from which it came back to the manufacturer. A week later, I received notice that my suspicion had been correct. Package had been mislabeled and contained nylon suture rather than prolene suture."

Event description:
The surgeon was handed 9-0 prolene but the characteristics were atypical for 9-0 prolene. "It felt like nylon." Per the surgeon: "it's handling characteristics were atypical for 9-0 prolene. It felt more like nylon. I turned up the room lights and it looked darker than prolene. I checked the package and confirmed it to be 9-0 prolene by labeling. Not trusting the package, I asked the circulating nurse, to send the unused portion of the suture and the box from which it came back to the manufacturer. A week later, I received notice that my suspicion had been correct. Package had been mislabeled and contained nylon suture rather than prolene suture."